Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable and left monitor were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor is very dark. No pt injury was reported.